Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6)2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and results remain unknown. The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy utilizing the cycler at home. Upon the outpatient clinic¿s infection follow up with the patient, it was determined the patient does not wear a mask and infrequently washed his hands prior to pd setup. The patient was prescribed intraperitoneal vancomycin at 2000 mg for three doses. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any product(s) or device(s). The patient recovered from this event and remains asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to nonadherence to aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Therefore, liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized with peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and results remain unknown. The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy utilizing the cycler at home. Upon the outpatient clinic¿s infection follow up with the patient, it was determined the patient does not wear a mask and infrequently washed his hands prior to pd setup. The patient was prescribed intraperitoneal vancomycin at 2000 mg for three doses. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any product(s) or device(s). The patient recovered from this event and remains asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same cycler at home post-discharge.